Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with fortum injection and refline injection (1 gm each, discontinued, routes, frequencies and durations were not reported) for peritonitis. Ten days after event onset, the patient recovered. Pd therapy was ongoing. No additional information is available.